Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-03901). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that merlin.net transmission showed the device at eri. Patient was seen in-clinic 4 months prior with an estimated longevity of 6 years to eri. Device was explanted and replaced. Patient was in good condition post-procedure.